Manufacturer narrative:
B3- date of event updated from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that balloon rupture occurred. The target lesion was locate din the common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. Further information has been requested but has not been provided at this time. It was further reported that target lesion was 75% stenosed and non calcified. The balloon ruptured on the second inflation and the procedure was completed with another of the same device.

Manufacturer narrative:
Date of event: used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. No patient complications were reported.